Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer removed the scope, clutched the arm and reinstalled the scope to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, or staff stated the 30-degree scope tip was pointing down and the screen displayed the scope tip was pointing up but user wanted to change to the other direction. Caller reported the image was upside-down. Left was right and right was left to surgeon, and arms were moving in reverse direction. Technical support engineer (tse) had or staff remove scope from arm, press the clutch button on the arm that was holding the endoscope (to cancel guided scope change) and reinstall the endoscope onto the arm. After these steps the image was in correct position and surgeon control was working as expected. The procedure was completed as planned with no reported injury.